Event description:
The customer's diabetic educator called to report a button error alarm that could not be cleared due to unresponsive buttons. It was also stated that the customer was admitted to the hosp to give birth. While she was in the hosp, the customer experienced a hypoglycemic event even though her basal rates had been lowered by 50%. The customer did not feel that the low blood glucose levels were the result of a malfunctioning insulin pump. Advised the caller that the insulin pump would be replaced due to the unresponsive buttons. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. Keypad overlay had a weak adhesive bond at all locations.